Event description:
It was reported that the plate has been broken.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the plate broke could be confirmed since the returned device matches the reported failure. Due to the breakage the returned device is not functional anymore. Because of the breakage a measurement of the dimensions was not possible. The axsos plate is fractured in the seventh hole. The surface of the whole plate shows several scratches and deformations most probably caused during implantation and/or explantation. Please note that some surface damages like cracks made during implantation may lead to a breakage of the device during healing period. The plate looks bent. With a detailed view on the fracture surfaces of the fragments secondary wear signs are visible. The visual examination shows a typical fatigue breakage site. The fracture site is also very shiny due to repeated friction between the 2 broken fragments. X-rays and op reports were provided. The initial op report reads that the plate was implanted to fix a periprosthetic fracture for almost 5 months before it broke. This is a delayed union case. The patient was also reported to be (B)(6). Op report and x-rays were provided to our clinical expert, he stated: in the given case an unstable comminuted periprosthetic fracture of the femur shaft has been fixed with two axsos straight narrow plates and four wire cerclages. The longer plate is broken in the area of the fracture site, the shorter plate is loosened by proximal screw back out and distal screw breakage. Approx. Five months after surgery there is increasing callus formation, but the bone is not yet consolidated. The surgery has been done perfectly except of the implant choice. A narrow plate must not be used in femur applications, neither in double plate configuration, because it is much too weak for such an indication. This is the main reason for the premature implant breakage, besides of an excessive overloading resulting in screw back out and screw breakage. In conclusion, the failure is caused by a poor implant choice in combination with poor patient compliance. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that the plate has been broken.